Manufacturer narrative:
(B)(4).

Event description:
Information was received from a company representative regarding a patient receiving dilaudid 20mg/ml at 4mg/day via an implantable pump. The indication for use was non-malignant pain and failed back surgery syndrome. The empty pump alarm was occurring. The patient's pump was being replaced today the day of the report. When the reporter interrogated the pump. The pump had reached eri (elective replacement indicator) on (B)(6) 2015 and it was calculated that the pump went empty on (B)(6) 2015. There were no patient symptoms reported.